Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report difficult to remove, tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted dilated, enlarged left atrium and atrial fibrillation. On (B)(6) 2020, the first clip delivery system (cds) was advanced to the mitral valve with resistance due to anatomical challenges. The clip was then inverted and retracted back to the left atrium to be re-positioned, however, the clip became caught in the chords. Troubleshooting was performed and the clip was freed, but a chordal rupture was observed, worsening mr. The cds was removed with the clip attached and the procedure continued with a second clip. The second clip was deployed to treat the initial mr and chordal rupture. A third clip was deployed for further reduce mr. Two clips were implanted, reducing mr to 2. There was no reported clinically significant delay in the procedure. Approximately one week later, the patient was re-admitted for a partial aortic arch and mitral valve replacement. It is unknown at this time why the patient underwent surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported the difficult or delayed positioning appears to be due to the resistance with the clip delivery system and anatomy. The resistance while advancing the device was due to challenging anatomical. The clip caught in the chords appears to be due to the user technique while repositioning the device. The tissue damage was due to the clip caught on the cords. The worsening mitral regurgitation (mr) was due to the tissue damage. The heart failure appears to be related to the worsening mr. However, a conclusive cause for the fever cannot be determined. The reported patient effects of tissue damage, mr, fever and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2020, the first clip was successfully deployed. The second clip, and not the first clip, was caught in the chords. The patient was readmitted to undergo a surgery; however, the surgery was postponed due to the patient having a fever and an acute heart failure. The clips are still stable on the leaflets, but mr has increased to 3-4. The patient was treated with medication and remain hospitalized. No additional information was provided.